Event description:
We had a patient in for a lumbar puncture and the device used to measure the csf pressure was leaking. We tried two lumbar puncture kits (with the same lot number) and they both were leaking.